Manufacturer narrative:
(B)(4). The pentax medical sales rep responded to a good faith effort request via email on 15-dec-2021 and stated that the patient was prepped for the procedure on (B)(6) 2021. Also the date of awareness, and the endoscope was used to complete the procedure. There was no reported injury and the patient was not recalled for further scvreening. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility does perform pre-inspection checks and follows instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 16-dec-2021. The endoscope was inspected by pentax medical service under service order 3137217 and the technician confirmed the customer complaint and documented the following inspection findings: fluid invasion in segment section, control body grip scratched, customer complaint confirmed, leak at biopsy channel (large/ primary) distal, failed wet leak test, endoscope failed electrical safety test - plct, failed dry leak test, suction function not performed unit compromised, fluid invasion to insertion tube, pve connector housing scratched, right/ left angulation tight, up/ down angulation tight, operation channel- primary slice by accessory. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, operation channel, adjusting collar, bending rubber, distal attaching plate, distal attaching screw, segment attaching screw, staycoil collar, segment staycoil assy pb-free, x-ring(1.8x19.6) gray. The endoscope is awaiting repair and approved by final qc as of 05-jan-2022. Model ec-3890lk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 13-dec-2021, a device history record(DHR) review for model ec-3890lk, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 02-mar-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 05-mar-2012. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer stated that they could not find an issue with the scope, but after hanging in the storage cabinet overnight the user observed a yellow colored stain underneath the endoscope the next morning involving pentax medical video colonoscope model ec-3890lk, serial number (B)(4). There was no report of patient injury or adverse event that necessitated medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported yellow stain underneath. The customer stated they want to send one of the colonoscopes for checking (for evaluation). Customer could not find any 'problem' actually. No leaking failure, no white balance problem, no broken accessories. After an overnight hanging in the storage cabinet, user found a yellow colored stain underneath the scope next morning. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the lg cable connector scratched, the operation channel cut, the body cover grip scratched, the remote control buttons cracked, the remote control buttons cracked, the root brace rubber cut, and the insertion flexible tube (ift) deformed; however, they are not the main cause, and/or irrelevant to the alleged complaint.